Manufacturer narrative:
This report is submitted april 28, 2020. (B)(4).

Manufacturer narrative:
This report is submitted on september 09, 2019.

Event description:
Per the clinic, the patient experienced infection at implant site and extrusion of the receiver-stimulator, the patient was treated with IV antibiotics however the issue was not resolved. Subsequently the device was explanted on (B)(6) 2019.